Manufacturer narrative:
The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelling, hard, red, hot to the touch, painful and at the bottom a lump/chunk is coming out of the bottom of the implant."

Event description:
Patient reported right side ¿swelling of 2-3 times the size¿, ¿hard¿, ¿red¿, ¿hot to the touch¿, ¿painful¿, ¿at bottom can see that a lump/chunk is coming out of the bottom of the implant¿, and ¿examinations have shown that patient needs to undergo surgery due to the problems.¿ device remains implanted.